Event description:
MFR rec'd a report of a pt using an oxygen concentrator and smoking a cigarette. This resulted in the pt sustaining facial burns which required hospitalization. No malfunction has been reported and smoking while using this device is clearly warned against in the owner's manual.